Manufacturer narrative:
Date rec'd by MFR: 23jul2019. The manufacturer¿s international service technician confirmed the reported issue. The ventilator is automatically blacked out about 20 minutes after it is connected to the ac power, and there is a continuous beep and replaced the defective power supply to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported unit won't boot up. The device was not in use at the time of the reported event; therefore, there was no patient involvement.